Event description:
Surgeon burnt his finger.

Manufacturer narrative:
The suspect device has not been returned for analysis. The root cause at this time appears to be use error. The company believes this to be an isolated incident. After use, the electrode may still be hot and can burn exposed skin. The electrosurgical handpiece instructions for use states the following: "safety tips: always place unused associated electrosurgical accessories in a safe insulated location such as a safety holster when not in use."